Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 having issues calibrating her sensors. Blood glucose level at the time of incident was 500 mg/dl. Customer reported treating high blood glucose level through manual injection. Troubleshooting did not resolve issue. Auto mode feature was in use at the time of incident. Product will not be returned for analysis.